Event description:
It was reported to philips that the flexvision monitor would not power on. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and identified that the flexvision monitor was operational. Upon troubleshooting actions, the customer reported that the monitor's back cover had been impacted and was secured by only one screw. A third-party fse added additional screws to properly secure the cover. After repairs, the system was returned to use in good working order.